Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Tested ttm by bypass mode. The water temperature of t4 was around 4~6. When set the temperature as 4, the water temperature of t1 was not cool down. Replaced mixing pump. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun 5000 performance. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water does not get cold in arctic sun device. Per review of (B)(6) on (B)(6) 2024, no patient involvement. Symptoms were detected during equipment inspection.

Event description:
It was reported that the water does not get cold in arctic sun device. Per review of wo on 19jan2024, no patient involvement. Symptoms were detected during equipment inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.